Event description:
Pt was seen for eval of bladder erosion of medical mesh material and taken to operating room for same. Intraoperative findings included mesh traversing the external iliac vein, requiring resection. Also found mesh eroding into the bladder wall and entering peritoneal cavity. Reason for use: stress urinary incontinence.